Event description:
Boston scientific crm received information that this right atrial (ra) pace/sense lead was found to have dislodged one day post implant. A revision procedure was performed, during which the lead was explanted and successfully replaced. Additional information was provided that the lead was discarded after the procedure, thus will not be available for return. To date, there have been no reported adverse patient effects associated with this clinical observation.